Event description:
It was reported that while asleep the patient experienced 4-5 replace system controller alarms while on the power module . The patient did not indicate if they did or did not see half of the pump run symbol. The patient was unaware of several of the alarms and only remembers being awoken by two of them. The log files confirmed these alarms that appeared to be a result of intermittent backup mcu faults. This alarms also coincide with elevated pump power readings. These elevated powers may be causing driveline faults seen in the log. The patient did have some external damage noted to the proximal portion of the driveline. The controller voltage readings while utilizing battery and patient cable appeared to be abnormally low. The patient's labs and vitals are stable. The patient was shipped an orange ungrounded cable. Related MFR: 2916596-2023-02535.

Manufacturer narrative:
A3: patient gender requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of external driveline damage could not be confirmed as no photos were submitted for evaluation and the device remains in use; however, review of the submitted log file confirmed driveline fault alarms as well as multiple pump power elevations. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the alarms could be indicative of an issue with the driveline; however, a specific cause for the alarms, as well as the pump power elevations, could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. Driveline fault alarms were captured on (B)(6) 2023. Additionally, transient pump power elevations were captured throughout the file. Some of these elevations were captured during pulsatility index (pi) events. No other notable pump events or alarms were captured. The pump operated above at or above the low speed limit for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section, "system operations", describes the driveline and outlines indications of driveline damage as well as how to respond to such events. The section, "equipment storage and care", describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.